Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: the word biomed got from hospital staff is that during ventilation it seems like the staff was having issues with the device and for some reason they turned it off and when they turned it back on it just alarmed very loudly and would not complete the boot process. No patient harm.